Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed excessive noise on paddles ECG channel. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 device code grid of initial MDR indicates: output problem; electrical/electronic property problem. Section h6 device code grid of initial MDR should indicate: output problem; electrical/electronic property problem; failure to analyze signal.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed excessive noise on paddles ECG channel. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed excessive noise on paddles ECG channel. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and the technician also observed the inability of the device to perform AED functions, worked in manual mode. The cause of the observed issues was determined to be due to electrically damaged ic chip u64 on the system pcb assembly.